Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient had raised blood glucose levels of above 500 mg/dl, which the patient tried to treat with multiple correction boluses with the pump. On (B)(6) 2019, the patient went to the emergency room for diabetic ketoacidosis and was subsequently hospitalized. The staff of the emergency room noticed that the cannula was kinked. The infusion set was used for three days. Reportedly the patient had high ketones and the health care professional assessed the ketone level as dangerous and life threatening. During hospitalization, the patient was on insulin drip which resolved the issue. On (B)(6) 2019, the patient was released from the hospital and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.